Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an ¿optical sensor failure¿ alarm generated. The arterial image and pressure indices disappeared. Fluid lumen was used as an alternate arterial source. There was no reported injury to the patient.

Manufacturer narrative:
Serial # changed from: (B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. One kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the membrane 26.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an ¿optical sensor failure¿ alarm generated. The arterial image and pressure indices disappeared. Fluid lumen was used as an alternate arterial source. There was no reported injury to the patient.